Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no illumination from ports 1 and 2. They were able to use ports 3 and 4.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative (ar) examined the system and did not indicate replicating the reported event. The xenon lamp was replaced as a prevention. The system was then tested and met all product specifications. The xenon lamp was received and tested. The sample evaluation found no problem with the returned xenon lamp. The system was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. The xenon lamp was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).